Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 05apr2019 stating, "failed atp[adenosine triphosphate] monitoring during reprocessing" involving video duodenoscope model ed-3490tk, serial number (B)(4). No other information was provided at the time of the report. The video duodenoscope was received at pentax medical on 11apr2019 for evaluation and inspected on 23apr2019. The pentax medical service inspection findings also included the following: distal cap - fixed type failed seal integrity inspection; primary operation channel resistance; bending rubber severe discoloration; up/ down angulation knob play; right /left angulation knob play; insertion tube lump at stage 1; passed dry leak test; lightguide prong bent; passed wet leak test; middle lcb distal cover glass glue is missing; image shadows; down angulation decreased; insertion tube mild crush at stage 2; operation channel- primary severe scratch inside; r/l brake knob auto lock when r/l angulation is manipulated; light carrying bundle distal cover glass middle scratched; prism scratched. Scope has not yet been updated pursuant to february 2018 field correction to replace forceps elevator mechanism, o-rings, and distal end covering. The video duodenoscope is currently undergoing repairs and pending organic sampling.